Event description:
Customer reported that during transport in the hospital, patient was being resuscitated and flange separated from bag. Patient was manually resuscitated and no death or serious injury was reported.

Manufacturer narrative:
Front flange was separated form bag as returned. Flange was re-assembled to bag and unit functioned properly. We checked our complaint files for 2005, 2006, and 2007 and found no other complaints of this type. If a bag and flange do become separated, they can be re-assembled without the use of tools.